Manufacturer narrative:
H6 medical device problem code a1410 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the thrombus is unable to be determined. The cause of the difficulty aspirating the sidearm could not definitively be determined because the product was not returned, but the the reported presence of thrombus in the sheath was potentially a contributing factor per the clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp c10 was inserted via the right femoral artery for the 82-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The insertion was made via the 14fr low profile sheath. Underlying medical history was not shared. There were no known complications during access or insertion. Before impella was removed from the low-profile sheath the side arm was aspirated three times. The impella c10 was then removed and side arm aspiration was attempted again but they were unable to withdraw anything. A 9f sheath was then inserted into diaphragm of the 14 f low profile sheath and clot was removed. The low-profile sheath was then removed and artery was allowed to bleed back before perclose closure device was tied at the site. While on the impella support the purge solution consisted of d5w with sodium bicarbonate. Device performance remained within the expected range for the support level with reported flow at 2.7l/min on p-4. Pump was explanted after 3 days of support. No further intervention was noted for the thrombus. The patient survived the event.